Manufacturer narrative:
(B)(4) a supplemental report will be submitted upon completion of plant's investigation and clinical investigation of medical records.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported, a (B)(6) male patient with end stage renal disease (esrd) on peritoneal dialysis therapy was admitted to the hospital on (B)(6) 2016 due to high potassium from his inability to dialyze on the cycler or manually for four days. The patient was discharged on (B)(6) 2016 and is recovering.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. There were no visual indications of dried fluid within the cassette compartment. The heater tray/scale was not obstructed. A simulated treatment was performed and completed without any failures or problems. There were no fluid leaks in the test cassette during the treatment test. During treatment test the cycler sound normal. The valve actuation test, system air leak test, and the teach pumps tests passed. The load cell value and verification were not within tolerance. The load cell was re-calibrated and the load cell verification was performed. The reported symptom of operational question was not reproduced during testing. An investigation of the device manufacturing records was conducted and the product labeling, material, and process controls were within specification.